Event description:
It was reported that during the implant attempt the blade portion of the slitter slid back in and turned off-angle resulting in dislodgment of the left ventricular (lv) lead. The lead was attempted to be placed a second time with another slitter; however, the vein could no longer be accessed. The lead was not implanted and an epicardial lead was placed the next day. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).